Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the shaft of the handpiece device was cracked on one side of the bore, the inner tube was torn off in the swivel area, the device had heating and air leak issues, and the adhesive joint of the connector shell had come loose. It was further determined that the device failed pretest for visual assessment, temperature assessment, and connector loctite assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was observed that the device had a crack on the shaft, heat, and air leak issues. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. The cause for the loose connector shell is a confirmed manufacturing error and is covered under a CAPA. A review of the device history was performed, and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the shaft of the handpiece device was cracked on one side of the bore, the inner tube was torn off in the swivel area, the device had heating and air leak issues, and the adhesive joint of the connector shell had come loose. It was further determined that the device failed pretest for visual assessment, temperature assessment, and connector loctite assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was observed that the device had a crack on the shaft, heat, and air leak issues. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. The cause for the loose connector shell is a confirmed manufacturing error and is covered under a CAPA. A review of the device history was performed, and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).